Event description:
The physician intended to use a resolute integrity drug eluting stent (3.50mm x 38mm) during a procedure to treat a moderately calcified lesion in a moderately tortuous rca. The lesion had been pre-dilated. The device was removed from packaging, inspected and prepped per IFU. No abnormalities were noted. The launcher guide catheters was removed from packaging, inspected and prepped per IFU. No abnormalities were noted. It is reported that the launcher would not stay engaged in the rca (they backed out and wasn't co-axial in positioning) and physician was not able to pull the resolute integrity back into the guide. The physician then pulled the sheath with the stent partially outside, in the aorta. The undeployed 3.5 x 38mm stent became dislodged from the balloon and was seen under fluoroscopy in the leg. The stent was later removed by the vascular surgeon using a snare post procedure. Resistance was encountered when advancing the stent but excessive force was not used. The patient is currently doing fine and is expected to make a full recovery. Evaluation summary: the device was returned with the guide wire inserted inside the device. The guide wire could not be removed from the device. The stent was not present on the device and was not returned for evaluation. Crimp impressions were visible on the balloon. The transition shaft was severely stretched. There was no other damage noted to the device.

Manufacturer narrative:
Evaluation, results: operational problem ¿ (it is possible that the stent caught on the lesion and/or the tip of the guide catheter as the device was retracted resulting in the dislodgement), deformation problem - stent; evaluation, conclusions: inherent risk of procedure ¿ (stent dislodgement), operational context caused or contributed to the event - (it is possible that the stent caught on the lesion and/or the tip of the guide catheter as the device was retracted resulting in the dislodgement). (B)(4).